Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's blood glucose level began to rise after the patient delivered correction and did bolus for dinner. The patient found that the infusion set's tubing had disconnected from insertion site. The tubing was reconnected to infusion set site, correction was delivered, and the patient recovered. The patient's ketones level was 1.7 mmol/l at the time of event. No further information available.